Event description:
While performing a back fusion on the patient, the catheter was noted to be fractured just outside the spinal entry point. The reporter had no information on if the patient had return of symptoms.